Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-00779. It was reported that the patient presented in clinic for an implant procedure. The right atrial and right ventricular (rv) leads were implanted. After repositioning the rv lead, it was noted that the cardiac silhouette on the fluoroscopy was not moving. An echo-cardiogram confirmed a cardiac tamponade. Pericardiocentesis was performed and the leads were removed. Patient was in unstable condition.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 52.1 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.